Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported the patient underwent surgical intervention in (B)(6) 2023 wherein the system was explanted. No further information is known at this time.